Event description:
The bedwetting alarm acted up last night and got very hot. The batteries leaked out from the alarm and battery door melted. My daughter has barely put it on herself for 15 minutes when this happened. If she was asleep when this happened, it could have caused serious problems. There are very minor burns on her neck because of the alarm. It's not a safe product.